Event description:
Litigation papers allege physical injury, pain, bodily impairment, and high levels of toxic metal in his blood stream.

Manufacturer narrative:
(B)(4). Depuy still considers the inveestigation closed at this time.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
**Update** (B)(4) 2013 patient has been revised to address pain.

Event description:
Update: (B)(6) 2014 - medical records were obtained. Medical records indicate patient's right hip was revised due to pseudotumors with a gray fleshy membrane, gray-brown fluid, and a capsular defect. The information received does not change the MDR decision. The complaint was updated on: (B)(6) 2014.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
Depuy still considers this investigation closed at this time.

Event description:
Update 1/27/16-pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated psuedotumor and elevated metal ions. The stem and taper sleeve is being added to the complaint. The complaint was updated on:2/16/2016.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.